Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the hub, the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the blood and contrast noted. Therefore, the device was left pressurized to dissolve the blood and contrast and the analysis confirmed that there was a longitudinal rupture in the middle of the balloon extending proximally for a length of 9 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, an interaction with the stent implant, lesion calcification and tortuosity or insufficient preparation prior to use. It was noted that the balloon was initially soaked and prepared outside of the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use and the device was pressurized twice without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was also reported as mildly tortuous, heavily calcified and 75% stenosed, which likely contributed to the reported difficulty. Scanning electron microscopy (sem) analysis confirmed the longitudinal rupture in the proximal taper and working length of the balloon. The sem report concluded that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. It is likely that the balloon material was damaged (scratched) from interactions with other devices, the stent implants and/or the tortuous and calcified lesion, such that the balloon ruptured upon a third inflation attempt. It was further reported that the balloon was pressurized twice to 25 atmospheres (atm), which is above the labeled rated burst pressure (rbp). It should be noted that the instructions for use states: balloon pressure should not exceed the rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over pressurization. Inflating the balloon beyond the rbp may have contributed to the reported incident. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met specification. Additionally, a query of the complaint-handling database did not reveal any similar incidents reported from this lot. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: ibp 2.25 x 15 mm. Guide wire: 0.014" runthrough ns floppy, sion blue. Guide cath: launcher 7 f sl4. Stent: xience v 2.5 x 18 mm. Above rated burst pressure, the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the heavily calcified and mildly tortuous mid left anterior descending artery, pre-dilatation was performed with a non-abbott dilatation catheter and intravascular ultrasound was performed. Two 2.5 x 18 mm xience v stents were advanced into the patient anatomy and were implanted in the lesion. Post-dilatation was performed with a 2.5 x 20 mm nc trek dilatation catheter. The balloon was inflated two times to 25 atmospheres each time. During the third inflation, the balloon ruptured at 18 atmospheres. Dilatation was completed using a new unspecified nc trek dilatation catheter. There was no reported clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.